Event description:
Customer reported via phone, customer was hospitalized due to high blood glucose, ketoacidosis and gastric paralysis. Customer was getting ill the night prior thought it might have a stomach bug but then realized it was serious. Customer was hospitalized for a week. The insulin pump is not returning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.